Event description:
Upon closing the incision, the surgeon notified the surgical tech that teeth on the adson forcep were broken off. The surgeon and the tech notified the circulator, and I contacted the neurosurgery coordinator. The neurosurgery coordinator advised me to put the instrument in a specimen bag with a patient label, contact x-ray to perform a head x-ray, and wait for results from the radiologist. I spoke with the radiologist, who confirmed the results of the x-ray. The results were that there were no metal pieces, or anything that looked like teeth from an instrument in the patient's head. Potential harm to the patient as a result of prolonged anesthesia and additional radiation both attributed to the time taken to look for the broken piece.